Event description:
The customer reported na (sodium) calibration adc errors and discovered the ise drain was overflowing on their unicel dxc 800 pro instrument. The customer was wearing personal protective equipment; no reports of exposure or injury were reported. No erroneous results were generated or reported.

Manufacturer narrative:
During the service visit, the field service engineer (fse) confirmed the ise drain assembly was full and not draining. The fse removed the ise drain valve and found debris obstructing the valve. The fse removed the debris from the waste valve which resolved the issue. The repairs were verified and no further leaking was observed. This failure mode can, upon recur, impact any or all chemistries, including critical chemistries. (B)(4).